Manufacturer narrative:
Medical devices continued: a2dr01 ipg implanted: (B)(6) 2015.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing as well as other oversensing on atrial tachycardia / atrial fibrillation (af) detections with the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.